Manufacturer narrative:
The returned device was evaluated. During inspection, loose objects were heard inside the unit. Audio output is set to level 1 and the speaker is not facing out through chassis port. Upon disassembly, the internal speaker was found to have come loose from the chassis. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event., corrected data:

Event description:
The customer reported that the rad-8 alarm sound is low. No consequences or impact to patient were reported.